Manufacturer narrative:
The device and the procedural sheath that were used in the reported event were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. However, two unused devices from the same lot number were returned for testing. The unused devices were received in the original sealed packages. The unused devices were received in the original sealed packages. The unused devices were visually inspected prior to simulating the balloon's functional testing. No anomalies were observed. Leak testing was performed on the balloon of the unused devices, the balloons were fully inflated with water and pressure was maintained. The devices also passed the deployment test and were deemed to be within specification. The review of the lot history record (f1624204) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by incorrectly following the mynx instructions for use (IFU). The mynx IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to pull through the arteriotomy. Date of event: reported as week of (B)(6) 2016 (exact date unknown). Related complaints: 3004939290-2016-00340, 3004939290-2016-00341, 3004939290-2016-00342.

Event description:
It was reported that four mynxgrip 6f/7f vascular closure device balloons ruptured on four different patients. This is report 4 of 4. The device was being used for femoral arterial closure following an interventional procedure. The device was prepped according to the instructions for use (IFU). No visible damage was seen in the distal end of the sheath after removal. Manual compression was applied for 30-40 minutes to achieve hemostasis. The patient's hospitalization was not extended. Additional information was requested, but unknown.